Event description:
User received discrepant bicarbonate results for an unk number of pt samples. Three example were provided, units of measure are mmol/l. Sample 1: initial 9.7/ repeat 20.3. Sample 2: 22.6/32.3. Sample 3: 29.7/43/3. No discrepant results were reported. The field service rep determined the cause to be bacteria built up inside the analyzer. The analyzer was decontaminated and performance tests were performed.